Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. An outer insulation breach was suspected. The lead was programmed unipolar and remains in use. No patient complications have been reported as a result of this event.